Event description:
Medtronic received information that a coil could not be detached with the instant detacher. After inserting the coil into the aneurysm, detachment was attempted, but the coil wire was stuck in the instant detacher (ID) and did not come out, and detachment did not work. After several attempts, the professor cut the proximal wire and detached it. No patient symptoms or complications were reported. Additional information received reported that 3 detachment attempts were made with the instant detacher, and 1 manually. There were no issue prior to the non-detachment, and no pushwire damage was observed.

Manufacturer narrative:
Product analysis: as found condition: the instant detacher and unknown coil pusher segment were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The distal pusher and implant coil used during the event was not returned for analysis. Visual inspection/damage location details: during evaluation, a portion of the pusher was found to be extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The pusher coupler tube was found to be pulled within the cap hole. The pusher segment was pulled out against high resistance. The surface around the bottom inner diameter of the instant detacher cap appeared to be damaged and chipped. The pusher was found broken at the break indicator with the release wire also broken. Testing/analysis: the coupler tube outer diameter (od) was measured to be 0.0159¿ and found to be within specification (specification: 0.0160¿ ± 0.0002¿). The outer diameter of the actuator interface was measured to be 0.01230¿, which is within specification (specifications: 0.01200" ± 0.00035"). The actuator interface was found still securely attached to the coupler tube. The inner diameter of the cap hole could not be reliably measured due to the damaged condition. An in-house coil was selected for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap (which is expected). The implant coil was detached with no issue on the first attempt. The proximal pusher did not become stuck within the instant detacher cap following the detachment. Conclusion: based on the device analysis, the customer report of ¿unable to detach¿ was likely to have occurred. The cause of the non-detachment is likely to be due to the coupler tube being pulled into the instant detacher cap hole. The actuator interface was found still secure within the coupler tube, indicative of a failure to detach. The coupler tube was found to have been either pushed or pulled through the instant detacher cap hole. During normal use, the coupler tube would have been stopped at cap, allowing only the actuator interface through the hole. It is possible that the customer use force to insert the pusher through the instant detacher causing the coupler tube to enter the hole and became stuck within the actuator. It is also possible that the coupler tube became stuck on the actuator interface and the coupler tube was pulled into the hole along with the actuator interface during detachment attempt. The failure could not be replicated as the returned instant detacher successfully detached an in-house coil with no issues. The instant detacher cap hole was found damaged/chipped. It is likely the damages occurred due to the pusher coupler tube becoming stuck and attempts to extract. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.